Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported that he noticed a no strip message on his adc blood glucose meter after the sample was applied and his meter was not displaying a reading. Customer further reported subsequently experienced lost of consciousness. Paramedics were called and the customer was transported to the hospital. Customer was treated with glucose intravenously. In the hospital, customer was diagnosed with severe hypoglycemia. Customer stayed in the hospital for couple of days. Customer was unsure on what treatment was provided. There was no report of death or permanent injury associated with this event.